Event description:
The patient was implanted with an scs system on (B)(6) 2007. It was reported that the patient had loss of stimulation. The physician discovered during surgery that the lead extension was damaged and replaced it and the lead with a longer lead. No additional events have been reported since procedure. The explanted extension was returned to ans for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension has all wires broken in the header, and in channels 6 and 7 the balseals have rotated ~ 70 degrees - 90 degrees. Extension appears to have experienced extreme overstress from an unknown source. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.